Event description:
It was reported that the bd venlon IV cannula was rusty. The following information was provided by the initial reporter: rustiness.

Manufacturer narrative:
Investigation summary: there are no samples and two photograph along with the reported complaint of rustiness. The investigating team has used the retention samples of material number 391892 and lot number 2055123 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for rustiness and no rustiness was found in the ten retention samples. Based on the photograph defect is confirmed. The investigation was confirmed based on the photograph, the investigation of probable root cause could only be carried out on the original sample, which was not available. The investigation is therefore inconclusive. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.